Event description:
While assisting a (B)(6) male pt, a zoll pt service rep (psr) called zoll customer support to report that the pt's battery charger would not power on. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem - won't power up) was confirmed. Upon investigation the l4 component, a power inductor, was broken off on the bedside board causing the power failure. The root cause for the broken l4 could not be positively identified but was likely the result of the charger impacting a hard surface. No adverse event resulted from the defective battery charger. The pt rec'd a replacement battery charger.